Event description:
It was reported that the device battery had depleted faster than anticipated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
New information notes patient received further inappropriate therapy for oversensing. The lead also had a high capture threshold. The lead was explanted and replaced.

Manufacturer narrative:
The field experience of premature battery depletion was confirmed. Upon receipt, no communication could be established between the device and the programmer due to a low battery voltage. Based on the device programmed settings, the device did not meet the expected longevity performance. The original battery was sent back to the vendor for further evaluation. Analysis found an internal battery anomaly, which caused the premature battery depletion. .